Event description:
Patient reported a side unspecified rupture. The status of the device is unknown.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient later confirmed right side rupture, and silicone lymphadenopathy. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6 device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed an opening and broken device on anterior assessed as surgical damage and missing shell observed assessed as inconclusive. Additional observations: ¿ no other observations were observed on the device. No further actions are required as the device was implanted.

Event description:
Patient reported a side unspecified rupture. Patient later confirmed right side rupture, and silicone lymphadenopathy. Device has been explanted.